Manufacturer narrative:
The customer eventually did send the product involved in for investigation. As the device was in specification and did not show any deviation that could cause the reported incident, we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." We recommend using our skull pins in combination with our skull clamps. Risks due to not permitted system combinations with third party components could not be excluded, as in this case. The interval of the supplier maintenance was exceeded by three months by the customer. Although no deviations were found in this case, it cannot be excluded in general that any deviations may remain hidden if this maintenance specification is not complied with, and that possible risks may therefore arise.

Manufacturer narrative:
The customer has confirmed that he will not send the involved product to the manufacturer for investigation and the case is therefore closed.

Manufacturer narrative:
The customer has not yet sent in the product for investigation. We will perform a follow-up as soon as the product has arrived and the findings have been completed.

Event description:
Distributor informed our service department on the (B)(6) 2023 that one of our products was involved in a case where a laceration occured.